Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078669. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: 537630 batch: 537630

Event description:
It was reported that patients lead had migrated and have impedances. It was noted also that patient was not able to get enough pain relief. The patient underwent a lead and ipg replacement procedure. The patient was doing well post operatively and explanted device will not be return due to hospital policy.